Event description:
It was reported that customer experienced intermittent occlusion alarms for about a week. The customers blood glucose (bg) level was elevated for two of those events, no dates provided. The bg was displayed as "high," a specific value was not provided. The customer reverted to an alternate method of insulin therapy.